Manufacturer narrative:
Due to character restriction, event site name: (B)(6) hospital, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs100 intra-aortic balloon pump (iabp) had system failure error. No patient injuries were reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse tested the unit with a test catheter, and the unit gave a system failure error. The fse observed a code 65 error in the logs. The fse checked the compressor connections of the unit and found that the vacuum and pressure head screws in the compressor were loosened. The head screws were mounted and torqued with loctite. The unit was tested with a trainer and test catheter and no error was observed. The iabp was delivered to the customer in working condition.